Event description:
This incident was reported by the patient, and limited information has been made available. The patient contacted the manufacturer and reported the incident via voicemail. He alleges he experienced an unspecified medical emergency with a contact lens but did not provide further information on the incident or the device involved. Good faith efforts have been made to obtain additional information without success, as of the date of this report additional information is unknown, including details of the incident or device involved. This event is being reported with an abundance of caution due to the lack of medical information, unconfirmed or unspecified diagnosis, and unknown patient resolution. Should further information become available, a follow-up report will be submitted as appropriate.

Manufacturer narrative:
Device involved in the incident not specified. No product has been made available for manufacturer analysis and no lot number provided for manufacturer investigation. Given the lack of available device information, the manufacturer is unable to complete further investigations at this time and no root cause can be established. The relationship between the coopervision device and the event is unconfirmed. Should further information become available, the manufacturer will complete further investigations as appropriate and submit a follow-up report as applicable.